Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. On (B)(6) 2016, the customer's bg level was 400 mg/dl, which was addressed with a bolus via the pump and a manual injection. Reportedly, the suspected cause of the bg level was possibly due to a late lunch and receiving a medical injection on (B)(6) 2016. On (B)(6) 2016, the customer woke up with an elevated bg level (highest of 350 mg/dl), which was addressed with a correction bolus and a manual injection. At the time of the call, the customer's blood glucose level was 250 mg/dl. System check with tandem technical support indicated that the pump was performing as intended. During the call, the customer changed all the supplies on the pump. Recommendation was made to monitor pump performance. The customer was satisfied.